Manufacturer narrative:
Method: at this time the device is pending return for an investigation and evaluation. A review of the device history records (DHR) was conducted for the lot number provided. Results: the evaluation has not been performed as the device is pending receipt. The device met all manufacturing specifications at release. Conclusions: further investigations are currently being performed with the reported information. The device will be evaluated once received. A follow-up report will be filed when the investigation has been completed. Information from this incident will be included in our product complaint and mor trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.

Event description:
Drug/diluent: glucose 5%/5fu. Fill volume: 96 ml. Flow rate: 2 ml/hr. Procedure: unknown. Cathplace: implantable chamber. (Summary): a fast flow was reported, the pump was empty within 24 hours. (Incident as reported): add'l pump placed on (B)(6) 2013 and got empty within 24 hours. Patient's weight was reported as unknown. Start of infusion: (B)(6) 2013 @ 06:30pm end of infusion: time not reported. Received 10/30/2013 ended on (B)(6) 2013 @ 06:30pm. (Additional information received 10/30/2013): there was no injury or specific symptoms related to the patient. Patient's weight is unknown as there is no traceability of this information in the file.